Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
Related manufacturer reference number 1627487-2019-07372. Related manufacturer reference number 1627487-2019-07374. It was reported that system diagnostics recorded high impedances on patient¿s leads and patient was not receiving adequate therapy. Surgical intervention may take place to replace competitor¿s lead with a paddle lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07372; related manufacturer reference number 1627487-2019-07374.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead adapters were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.